Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of unspecified infection and death are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. A medical review of the event was performed: this was a case to close an unknown artery in a patient whose medical history, age, and weight are also unknown. The procedure performed is unknown. The patient became infected with an unknown bacteria from an unknown source at an unknown anatomical site. The patient died on an unknown date of an unknown cause. Procedures performed in cardiac catheterization and interventional radiology departments are sterile procedures. There are many sources for nosocomial infections, if that is what this patient had, to occur during a patient¿s hospital visit, from starting an i.v. In a patient¿s hand to an invasive procedure. Additionally, this patient could have had a community-acquired infection prior to their hospitalization. However, no information is provided to determine if or how this patient acquired a nosocomial or a community-acquired infection and expired. Due to the lack of information provided, it cannot be definitively stated that the perclose prostyle was the cause of this patient¿s infection or death. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a prostyle device. Reportedly, post procedure, the patient experienced an infection and died. The cause of death is unknown. No additional information was provided.

Manufacturer narrative:
B2: date of death estimated. B3: date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.